Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 81.23ng/ml was obtained. The accu tni result was not reported out of the lab. The customer re-tested the original sample for accu tni and the repeated result was 0.04ng/ml. The customer then ran cardiac qc and results were high for levels 1 and 3. Following the elevated qc results, specimens were sent to another facility for testing. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
On 11/17/06, qc for accu tni was out of specifications high for levels 1 and 3 with repeat values within range. A field service engineer (fse) was dispatched to the customer's lab on 11/18/2006. The fse inspected the instrument and noted lost communication between the analytical unit (au) and user interface. The fse rebooted pc and au and found a blown fuse which was replaced. The fse primed the instrument and performed system check which passed with specifications. The fse obtained rv cleanout and rv shuttle errors due to the rv shuttle broken component which was replaced. The fse performed alignments, ran diagnostic testing, and then verified the instrument per established procedures. The fse went back to the customer's lab on 11/20/06 as customer was still getting erroneously elevated results. The fse rebuilt wash and precision pumps, replaced seals, o-rings, and belts. The fse performed system check and qc; both passed. Fse contacted customer on 11/22/06 and customer did not have any further issues of erroneous results. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.